Event description:
It was reported the patient did not recharge the ipg as recommended. As such, the ipg became inoperable. Surgical intervention was pending to address this issue.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Additional information received reports that the patient underwent surgical intervention in which the ipg was explanted and replaced.